Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine device check.. The electrogram and atrial threshold trend indicated they were cleared due to invalid data. No additional information was available.